Manufacturer narrative:
H6: investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found that the client performed sub culturing of the samples and returned to the machine; at the end of the protocol, the results were returned without problem at the end of the protocol. Instrument worked without any issues and handed over to the customer for use. This is an unconfirmed failure of a bd product as the issue was traced to a os upgrade at the specific site. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) was completed and revealed that instrument passed all inspection tests and was released in good condition. Service history for (B)(6) was reviewed and revealed no previous complaint for false positives. The root cause was unable to be identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the client follows an intervention on a tablet and an update but after 1 hour the "fx200" comes out of them with positive blood in about thirty and asks to know the source".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the client follows an intervention on a tablet and an update but after 1 hour the "fx200" comes out of them with positive blood in about thirty and asks to know the source."